Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat ver. 2 assay on a cobas 6000 e 601 module. The sample initially resulted in a troponin t value of 25.86 pg/ml and this value was reported outside of the laboratory. The sample was repeated since results from the patient were not correlating. The repeat result from the sample was 6.50 pg/ml. The troponin t reagent lot number was 56661102, with an expiration date of 31-mar-2023.

Manufacturer narrative:
For the calibration occurring on 14-apr-2022, calibration signals were within expectations. Controls recovered within specified ranges. There was no indication of a reagent or instrument problem. The sample centrifugation speed was higher than recommended by the tube manufacturer. Precision studies were performed. The investigation could not identify a product problem. The cause of the event could not be determined.